Manufacturer narrative:
Upon investigation a malfunction was identified. The device showed the cutter tip appeared rounded and its blade appeared dull with a flat surface. Review of the device history record for this lot did not produce any findings that attributed to this incidednt. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)."

Event description:
A physician attempted arteriotomy closure using the starclose device after an interventional procedure. The sheath did not split and the device at the tip only extended but did not split. The physician removed the device by pressing the safety release button and reverted to manual compression to achieve hemostasis. There was no pt injury reported.